Event description:
A pump declared an altitude alarm, which the customer had reported previously with the same device. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and instructed the customer to switch to multiple daily injections as a backup therapy. The customer was guided on how to put the pump into storage mode and agreed to return the pump using a pre-paid label within 10 days.